Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 1.2mm x 12mm threader balloon catheter was advanced for predilation. However, upon inflation, the balloon ruptured at 12 atmospheres. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.